Event description:
Air was detected in a centrifugal pumphead (non-roller type) after the extracorporeal circuit was primed. There was no pt involvement in this incident. The device was changed out prior to the pt undergoing bypass surgery. After a replacement pumphead was positioned within the bypass circuit, the surgery was completed without further incident - and without injury or harm to the pt. The event occurred during priming of the circuit - before the pt underwent surgery.